Manufacturer narrative:
Investigation summary: bd had not received samples, but three (3) photos were provided for investigation. The photos were reviewed and the indicated failure mode for stopper pop off with the incident lot was not observed. Additionally, ten (10) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of stopper pop off. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® lh (lithium heparin) 68 i.u. Plus blood collection tube the stopper popped out of the tube. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: "after blood collection the hemogard closure removed by itself. Nurses reported the caps did not hold well and blood contaminations occurred and caused problems with the pneumatic cylinders. Patient samples were recollected, there was no exposure to the patient's blood."